Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had jit access issue. A technical support specialist dialed into carefusion coordination engine (cce), checked user, reset the user account in database and reached out to the customer for confirmation to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, not able to access the jitweb. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.